Event description:
The customer observed falsely elevated architect free t4 results generated for a patient sample. The following data was provided (customer¿s reference range 0.70-1.48 ng/dl): sample ID (B)(6). Initial result = 5 ng/dl or above, repeat result on i1000sr architect analyzer ((B)(6) ) = 3.79 ng/dl, repeat on initial analyzer ((B)(6)) = 5 ng/dl or above same patient, outsourced sample result = 1.21 ng/dl. Biochemistry sample result = 1.17 ng/dl. Additional results provided: tsh initial result = 2.10 iu/ml. Ft3 initial result = 1.87 pg/ml, repeat result on (B)(6) = 1.55 pg/ml, biochemistry sample result = <1.5 pg/ml. No impact to patient management was reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and in-house testing. Return testing was not completed, as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue. A search for similar complaints did identify an increase in complaint activity, however, no related trends were identified regarding commonalities for lot number 56026ud00 and issue for the product. Additionally, in-house performance testing was completed which indicates the product is performing as expected. Device history record review did not identify any non-conformances, potential non-conformances, or deviations associated with lot number 56026ud00 and the complaint issue. Labeling was reviewed and found to be adequate. Based on the investigation, no systemic issue or deficiency of the architect free t4, lot 56026ud00, was identified.

Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. Section a1 - patient identifier complete entry = (B)(6). All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely elevated architect free t4 results generated for a patient sample. The following data was provided (customer¿s reference range 0.70-1.48 ng/dl): sample ID (B)(6). Initial result = 5 ng/dl or above, repeat result on i1000sr architect analyzer (B)(6) = 3.79. Ng/dl, repeat on initial analyzer (B)(6) = 5 ng/dl or above. Same patient, outsourced sample result = 1.21 ng/dl. Biochemistry sample result = 1.17 ng/dl. Additional results provided: tsh initial result = 2.10 iu/ml. Ft3 initial result = 1.87 pg/ml, repeat result on (B)(6) = 1.55 pg/ml, biochemistry sample result = <1.5 pg/ml . No impact to patient management was reported.